Manufacturer narrative:
Device evaluation:the reported test result was not reliable was not verified during service. The service technician performed an instrument check. The instrument passed disinfection, visual inspection, integrity checks, and product performance checks. The service technician conducted an extended self-test and no faults were detected. The software was not updated during the visit. The device was deemed fully operational and ready for use after the service. Preventive maintenance was performed per specifications. Instrument was serviced at the facility by medtronic field service and was not returned to medtronic service center. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that prior to use of a act plus instrument,  the customer reported that the test result was not reliable. The use of the instrument was unspecified. There was no patient involvement, so no adverse effect occurred. Medtronic received additional information that all tests performed passed and the instrument provided regular results. There were no errors detected and the instrument worked perfectly.